Event description:
(B)(4). I have been experiences adverse effects of essure since (B)(6) 2012. Had essure placed in 2011. Was not told of the serious side effects of nickel or that it had cancer related issues of carcinogens! If that would have been explained, this procedure would have never taken place and at the time I received this procedure, that information was not listed and even now the essure website can be confusing. You enlarge parts to get the buyers eye/money. What you don't want seen is usually in tiny print! This has had me really worried and scared. Even though I was given a pamphlet of essure information, titanium, perforation and mitigation and the rate of this happening was not on there plainly and truly not explained to that extent! I have been to the doctor several times but was informed that my symptoms of pelvic pain, hair loss, dermatitis, cramping, unusual bloating and depression were due to something else. Thousands of women cannot be making this up. I don't want a hysterectomy. I want this reversed and all my parts restored because this was done under false pretenses. I am scared about the long term effects. I pray that insurance companies will insure reversals and that conceptus or whoever bought the company for billions losses every last dime. Essure victim loses exceed that and more!

Event description:
(B)(4). Woke up to extreme pain in pelvic area, cramping and itching in pelvic area. For the last couple of years pelvic pain, hair loss, and abnormal cramping.